Event description:
It was reported via repair work order that the patient left siderail spindle was loose and the siderail wont latch properly due to a worn spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.